Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device not returned.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the confirmation spin for lead placement was inaccurate by 3 mm lateral and 2 mm posterior to original plan. Surgeon attempted to correct the lead 2mm anterior and 2mm medial using the offset adaptor. After the move, a final spin was taken and showed the lead was now 5 mm anterior and 1 mm medial. After the procedure the patient displayed signs of dysarthria. An additional procedure was later performed to remove lead. New lead placement was performed without complication nor inaccuracy, resolving the patient's speech.

Manufacturer narrative:
Device evaluation: a software investigation was initiated to determine probable cause. The logs and archive were reviewed but provided no additional insight regarding the cause of the reported issue. The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.